Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator icon. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue began on (B)(6) 2010 at 7:00 pm. The patient informed the cca that she manages her diabetes with oral medications. Despite the alleged issue, the patient claimed she continued her usual diabetes management regimen. Approximately 5 hours after the start of the alleged issue, the patient reported developing a rapid heartbeat in addition to feeling tired, hurt and swollen. It is not known if the patient associated these symptoms with a high or low blood glucose. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's battery was not replaced per the owner's booklet recommendation. The patient did not have a new battery at the time of the call. Replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.